Event description:
A healthcare facility in china reported via a nmpa reporting system that the bc190 flexitrunk infant nasal tubing was found to be broken before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the bc190 flexitrunk infant nasal tubing was broken. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in china reported via a nmpa reporting system that the bc190 flexitrunk infant nasal tubing was found to be broken before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). UDI related data quality updates only; corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to nasal tubing; section d4: model and catalog # updated to bc190-05; section g1: contact person updated to mr. (B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval method: the complaint bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the bc190 flexitrunk infant nasal tubing was broken. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in china reported via a nmpa reporting system that the bc190 flexitrunk infant nasal tubing was found to be broken before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.